Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related appears to be related to the challenging patient morphology/pathology and user technique/procedural circumstances due to difficulties visualizing the clip and the leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the second deployed clip detached from one mitral valve leafletbut remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) grade 4, with posterior leaflet flail and slightly thickened leaflets. Echographic imaging was challenging and the clip and leaflets were difficult to visualize. The first clip was implanted successfully, reducing mr to 2-3. A second clip was implanted, however, movement of the posterior leaflet was noted and it was suspected the clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr was grade 1-2. No additional treatment is planned. There was no clinically significant delay in the procedure. No additional information was provided regarding the event.